Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - mhy. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6). Batch: 7122423 product family: dbs-ipg-r-MRI upn: m365db12160 model: db-1216 serial: 764165 batch: 764165 product family: dbs-lead fixation upn: m365db4600c0 model: db-4600-c serial: null batch: 33817239 product family: dbs-lead fixation upn: m365db4600c0 model: db-4600-c serial: null batch: 32697186 product family: dbs-extension upn: m365db312855b0 model: db-3128-55b serial: (B)(6) batch: 5001306.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the site of the scalp wherein presenting symptoms of puss and swelling. The patient underwent a revision procedure where the full dbs system was explanted. The patient was administered antibiotics. The patient was doing well post-operatively. The explanted devices were disposed at the medical facility and were not returned to bsc.